Manufacturer narrative:
The customer reported complaint of thermogard xp ivtm system (sn (B)(4)) tcmid01 (pump failed) error message was confirmed per the functional test and archive data. The root cause is due to a damage I/o pca which was replaced to correct the issue. Unrelated to the customer reported event, the saline bag hook was found to be broken, the bumpers, drip tray and foam spar gasket were also found to be damage. The ivtm thermogard console is a reusable device and it was manufactured on 09/01/2004 which is more than 14 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Per review of the archive data, the ivtm thermogard showed multiple tcmid:01 error messages on 5/12/2019, thus confirming the reported complaint. During functional test, the ivtm thermogard failed with tcmid:01 error message. In addition, the green led on motor drive pcb was flashing at power up/standby mode and power mosfet, irf7205, transistor q10 on I/o pcb was leaking. Replaced the I/o pca and other damaged parts. Following the service, the ivtm thermogard was subjected to burn-in test for more than three days and performed within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for ivtm thermogard with serial number (B)(4).

Event description:
The thermogard xp ivtm system (sn (B)(4)) had a pump failure and displayed tcmid:01 (pump failed) error message. The ivtm thermogard was not connected to a patient when the incident occurred. No additional information available.